Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 01/21/2016. Retain product was tested and functioning according to specification. Returns product was not available. Investigation: customer reported unexpected crea results while using cartridges from crea lot a15155 when compared to a lab instrument (beckman). A review of the device history record (DHR) confirmed the lot passed finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria provided in q04.01.003 rev w, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency was identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(4) 2016, abbott point of care was contacted by a customer regarding I-stat creatinine cartridges that yielded suspected discrepant results on a (B)(6) male patient in for a CT of carotids. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date: (B)(6) 2015; sample: a; collected: 0902; tested: 0906; method: I-stat; result: 4.3. (B)(6) 2015; b; 1300; 1341 ; lab; 1.0. At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).